Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 3 to 4mm on the non-coronary cusp (ncc). The patient was developed with first-degree heart block. Temporary pacemaker was placed to stabilize the patient. Post-implant, the patient had a permanent pacemaker implantation. The implanter classified this event as being related to the patient¿s past medical history. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. Information from the field indicated that the depth of 3 to 4mm on the non-coronary cusp (ncc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to the patient¿s past medical history. However, this could not be confirmed. The reported medical interventions and surgical interventions were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.